Event description:
During a lap colectomy procedure, or charge nurse states the device was not functioning properly. No further info available. No pt consequences. Case completed with another device of the same product code.